Manufacturer narrative:
Literature citation: norbert stiel, tim n. Hissnauer, martin rupprecht, kornelia babin, carsten w. Schlickewei, johannes m. Rueger, ralf stuecker, alexander s. Spiro, "evaluation of complications associated with off-label use of recombinant human bone morphogenetic protein-2 (rhbmp-2) in pediatric orthopaedics". Average age: 10.9 years. Gender: 16 female; 23 male. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a abstract "evaluation of complications associated with off-label use of recombinant human bone morphogenetic protein-2 (rhbmp-2) in pediatric orthopedics" that 39 patients underwent following procedures using rhbmp-2/acs: 17 patients underwent spine fusion (thoracolumbal = 9 cases; craniocervical = 5 cases; other locations = 3 cases), 11 patients underwent treatment of congenital pseudarthrosis of the tibia (7 cases) or tibial nonunion (4 cases), 5 patients underwent the management of femoral nonunion, 5 patients underwent nonunions at other locations, like the ulna (1 case), os ilium (2 cases), ankle joint (1 case), and talonavicular joint (1 case), and in 1 case for tibial shortening. Intraoperative complications were not reported. Post-op hematoma was reported in one case and patient underwent revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.